Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low blood glucose and hospitalization from the insulin pump. The customer stated that she has been in the hospital for 10 days and her blood glucose were running low. The customer stated that her blood glucose started to drop again after release from the hospital. The customer stated that they took her off the pump at the hospital and she stated that they were not able to manage her blood glucose. The customer stated that while at the hospital, her blood glucose was high as 300 mg/dl. The customer stated that when she woke up this morning her blood glucose was 96 mg/dl. The customer stated that she is dealing with a great deal of stress. The customer stated that the stress causes her blood glucose to drop and she did not want to eat. The customer stated that she is hyperglycemic. The customer stated that she would troubleshoot, but she needs to eat. The customer stated that she will call back.